Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that the leads of the patient's first system were not implanted in the correct place. They had stimulation that was positional; they could only feel stimulation when they would look up at the ceiling, and they were not providing pain relief. Since the system did not really work for the patient, the leads were replaced with a paddle lead and the hcp made the elective decision to also replace the ins. It was confirmed there were no alleged issues with the ins. No further complications were reported or anticipated.